Event description:
Essure implantation in 2009. Now suffer extreme bloating, abdominal and side wall pain that makes it difficult to walk, excess scar tissue attaching to other organs, excessive bleeding, nausea some days and bowel issues, pelvic inflammation, vitamin deficiencies due to nickel toxicity (which (B)(6) states nickel causes cancer and birth defects), no allergy test performed - nor was I told that nickel in under (B)(6). Teeth are loosening, extreme fatigue, depression, memory issues, hip and thigh numbness, flu-like symptoms that do not go away for a year. And now close to losing all my female organs due to essure implant.

Event description:
Additional info received from reporter 5/26/2014: an update to MDR maude # mw5032832. Since my last report in nov 2013, I have now developed hbp and was hospitalized for heart elevations in (B)(6) 2014. I require benazepril for hbp. My last ultrasound done in (B)(6) 2014, shows that I have now developed adenomyosis. The longer I deal with the pelvic pain and info from essure the more symptoms I am developing. I now require a surgical hysterectomy in (B)(6) 2014.